Event description:
Patient was revised to address acetabular cup loosening, elevated metal ion levels and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** (B)(4) 2013 litigation papers received. Litigation alleges grinding, metal flakes in and around the socket, fluid, swelling and limited range of motion. There is no new additional information that would affect the investigation.